Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was scheduled to undergo a magnetic resonance imaging procedure. Upon programming the device into MRI protection mode, out of range shock impedance measurements were noted on the right ventricular (rv) lead. Boston scientific technical services (ts) discussed cardiology would need to approve an off label MRI order to proceed. No adverse patient effects were reported. At this time, this device system remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was scheduled to undergo a magnetic resonance imaging procedure. Upon programming the device into MRI protection mode, out of range shock impedance measurements were noted on the right ventricular (rv) lead. Boston scientific technical services (ts) discussed cardiology would need to approve an off label MRI order to proceed. No adverse patient effects were reported. At this time, this device system remains in service. Additional information was received that this device was explanted due to therapy upgrade. No adverse patient effects were reported. This device has been received for analysis.